Event description:
It was reported via social media that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. Fifty days post-implant procedure transesophageal echocardiogram (tee) was performed and thrombus was visualized on the device and in the laa. The patient's medication was switched from eliquis to xarelto.